Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of product damage was most likely patient condition since patient had heavy calcification and tortuosity. The cause of the failure to advance was determined to be patient condition as the patient had heavy calcification and tortuosity preventing successful delivery of impella.

Manufacturer narrative:
Per internal review on 11-mar-2026, it was determined that the "delay to treatment/therapy" (f05) h6 health effect - impact code should be applied to this event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80 year old male was admitted for a high-risk percutaneous coronary intervention procedure with impella cp support. Access was obtained and an angiogram of right iliac and femoral artery was performed. Heavy calcification and tortuosity were noted, and consequently, the long impella sheath was inserted. While attempting to cross the hemostatic valve with the impella catheter, resistance was noted and upon examination the impella sheath appeared kinked in the iliac artery. Retraction on the sheath resolved the kink temporarily. The shorter impella sheath was inserted and the impella wire placed in the left ventricle. Passage of the impella through the iliac artery failed and the procedure had to be aborted and an intra-aortic balloon pump inserted before the percutaneous coronary intervention could be carried out. An 80 year old male was admitted for a high-risk percutaneous coronary intervention procedure with impella cp support. Access was obtained and an angiogram of right iliac and femoral artery was performed. Heavy calcification and tortuosity were noted, and consequently, the long impella sheath was inserted. While attempting to cross the hemostatic valve with the impella catheter, resistance was noted and upon examination the impella sheath appeared kinked in the iliac artery. Retraction on the sheath resolved the kink temporarily. The shorter impella sheath was inserted and the impella wire placed in the left ventricle. Passage of the impella through the iliac artery failed and the procedure had to be aborted and an intra-aortic balloon pump inserted before the percutaneous coronary intervention could be carried out.